Event description:
As reported, approximately 1 year post op the initial right tsa, this male patient was revised due to an infection. Patient had an infected shoulder and the surgeon opted to remove all implants, wash out and replace with a cement spacer. This is a second stage revision after and initial wash out and humeral liner and glenosphere exchange. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Please disregard submission. Event was reported in error. This information will be captured in (B)(4)/ MDR# 1038671-2021-00419.